Event description:
It was reported that the patient had a fall on her device and subsequently could not adjust her stimulation. The device had reset itself. There was an error code and a "call your doctor" icon on the patient programmer. The patient was successfully reprogrammed. No further complications were reported.